Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the f600 component on the computer/analog board measuring open and a shorted u604 component on the computer/analog pca. The root cause for the defective u604 and open f600 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor is experiencing battery faults / charger faults.